Event description:
It was reported "extension line bubbled up when was pressure injected with CT contrast. Customer states it was below pressure maximum." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4) the customer returned one, 3-lumen pressure injectable cvc for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that the distal line was severely ballooned/stretched for most of the extrusion. Microscopic examination confirmed the damage and revealed a small compression mark just distal to the ballooning. This compression mark resembles the imprint created from the slide clamp. Further analysis did not reveal any blockages within the catheter body. The ballooning on the extension line started measured 0-67mm from the luer hub. The catheter body length from the juncture hub to the distal tip measured 217mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 0.096", which is within the specification limits of 0.094"-0.098" per the catheter body extrusion product drawing. The distal extension line outer diameter (in an area not affected by ballooning) measured 0.0845", which is within the specification limits of 0.0840"-0.0880" per the distal extension line extrusion product drawing. To accurately measure the inner diameter, the distal extension line was intentionally severed adjacent to the juncture hub. The distal extension line inner diameter at the functional section measured 0.057", which is within the specification limits of 0.055"-0.059" per the distal extension line extrusion product drawing. Prior to severing the distal line as part of the dimensional analysis, a lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal line, the stretched portion appeared to balloon; however, the water exited the respective location at the distal tip of the catheter body. No blockages or resistance was encountered when flushing any of the lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states , "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was ballooned. Further analysis also revealed an imprint from the slide clamp just distal to the ballooning. The catheter met all relevant dimensional and functional requirements. The IFU provided with this product states "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". Based on the customer report and the sample received, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "extension line bubbled up when was pressure injected with CT contrast. Customer states it was below pressure maximum." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".